Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer site. The cse identified the source of the smoke was coming from the instrument's power supply. The cse replaced the power supply. The components in the power supply are flammability rated and will not catch fire when they fail. The power supply was returned to the distribution center as it has reached the end of life. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer contacted siemens and stated that smoke was emitted from an advia centaur xp instrument at the customer site. There was a delay in testing of approximately three hours due to the event. There are no reports of patient intervention or adverse health consequences due to the smoke or due to the delay in testing.